Event description:
Patient had 3 epidural catheters placed on (B)(6) 2020 at (B)(6) hospital. Catheter #1 (no coil) was placed and was not working - had to be removed and replaced. Catheter #2 (with coil - portion of coil and catheter retained) was placed and not working - had to be removed and replaced. Catheter #3 was placed - did not work and was removed. On (B)(6) patient experienced back pain, numbness and tingling. The band-aid that was on the site was removed and a wire coil came out with the band-aid. The patient was transferred to(B)(6) hospital for evaluation. A CT was done and showed the retained metallic catheter. Patient was taken to surgery where the retained catheter and wire coil was removed. Patient recovered and was discharged on (B)(6) 2020. This was reported by the manufacturer - see # (B)(4). FDA safety report ID #: (B)(4).